Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure within the patient's airway on (B)(6), 2010. According to the complainant during preparation the needle was able to be extended and retracted without issue. During the procedure the needle did exit the end of the scope; however it was never placed into the intended biopsy tissue. Upon extension of the needle it punctured through the sheath. The needle then was unable to be retracted back into the catheter. The device was removed through the scope with the needle fully out, and at this time the needle became lodged into the scope. The scope and the needle device were removed from the patient as one. No scope damage was reported. Per the physician the procedure was aborted. At the conclusion of the procedure the patient's vocal cords were red and irritated, however no treatment was needed. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
A visual inspection of the returned device found the device needle retracted within the sheath. The inner and outer sheath were severely kinked, stretched and torn in two. One half of the sheath was 34cm long with the needle attached and retracted within the sheath. The other was 114cm long with the handle and syringe attached. The needle was bent and the metal sheath at the base of the needle was also severely kinked, torn and punctured. The complaint stated that the device was tested prior to use with no malfunction found. The device malfunctioned during use and based on the condition of the returned device, it is likely that the bent needle may have caused the kinked/punctured sheath. During the procedure the customer may have encountered anatomical and procedural factors that caused the needle to exit from the side of the sheath. The most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure within the patient's airway on (B)(6), 2010. According to the complainant during preparation the needle was able to be extended and retracted without issue. During the procedure the needle did exit the end of the scope; however it was never placed into the intended biopsy tissue. Upon extension of the needle it punctured through the sheath. The needle then was unable to be retracted back into the catheter. The device was removed through the scope with the needle fully out, and at this time the needle became lodged into the scope. The scope and the needle device were removed from the patient as one. No scope damage was reported. Per the physician the procedure was aborted. At the conclusion of the procedure the patient's vocal cords were red and irritated, however no treatment was needed. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)